Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during a thrombectomy procedure, the shaft of the subject catheter was broken. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
Due to the automated mes system, there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The device was not returned and therefore the as reported 'catheter shaft broken/fractured during use' cannot be confirmed. The as reported 'catheter shaft broken/fractured during use' will be assigned undeterminable as while there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned.

Event description:
It was reported that during a thrombectomy procedure, the shaft of the subject catheter was broken. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.